Event description:
One patient with discrepant vancomycin results. Initial result gave 25 ug/ml. The sample was repeated three times, giving a result of 6 ug/l each time. Erroneous result was not reported. The field service representative determined the cause to be a problem with the sample probe and replaced both sample probes. Performance tests were performed.